Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7257566, medical device expiration date: 2020-08-31, device manufacture date: 2017-09-14. Medical device lot #: 7310924, medical device expiration date: 2020-10-31, device manufacture date: 2017-11-07. Medical device lot #: 7289681, medical device expiration date: 2020-09-30, device manufacture date: 2017-10-16. Medical device lot #: 7170703, medical device expiration date: 2020-05-31, device manufacture date: 2017-06-19. Medical device lot #: 8019843, medical device expiration date: 2020-12-31, device manufacture date: 2018-01-19. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had damaged packaging and sterility was compromised. No serious injury or medical intervention was reported.

Manufacturer narrative:
Describe event or problem: it was reported that 86 bd insyte¿ autoguard¿ shielded IV catheter had damaged packaging and sterility was compromised. No serious injury or medical intervention was reported DHR reviews were performed on the following lot numbers: 7257566; the lot number was built on afa line 8 from 21sept17 thru 23sept17. Packaged on packaging line 9 from 22sept17 the 24sept17. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number: 7310924; the lot number was built on afa line 8 from 12nov2017 thru 18nov2017. Packaged on packaging line 8 from 20nov2017 thru 22nov2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number: 7170703; the lot number was built on afa line 8 from 26jun2017 thru 03jul2017. Packaged on packaging line 8 from 29jun2017 thru 09jul2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number: 7289681; the lot number was built on afa line 8 from 24oct2017 thru 27sept2017. Packaged on packaging line 8 and 11 from 25oct2017 through 28oct2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. One photo was submitted for review. The photo submitted for review displayed nine packages with either the top or bottom of the blister pack partially opened. Note: the product characteristics require a minimum of 1/8¿ seal transfer. The key variables that affect seal strength are: seal transfer/width and paper top web glue. Per the photo submitted for evaluation; these variables could not be conducted. Conclusion(s): bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. CAPA: 48637 was opened to investigate the package seal integrity complaints and implement corrective actions.

Event description:
It was reported that 86 bd insyte¿ autoguard¿ shielded IV catheter had damaged packaging and sterility was compromised. No serious injury or medical intervention was reported.